Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, the needle popped off of the suture strand while on vaginal cuff closure. A second device was opened and the case was completed. There was no patient injury.